Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that they felt more spasticity and alleged that the pump was not working. The patient stated that they were approved of getting the pump replaced, but their current healthcare provider (hcp) would replace it in january. The patient stated that they were currently in the hospital because they were having severe spasticity and the hospital would not release them if the pump was not replaced. The agent sent an email of physician listings to the patient and redirected the patient to their hcp for further assistance. The patient mentioned they had another medicine on their pump but was not sure of the name.